Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown femoral head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon decided that stem needed to be revised due to head disengagement.